Event description:
It was reported that the external pulse generator (epg) was unable to recognize the batteries and unable to stay turned on. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to recognize the batteries and unable to stay turned on. It was noted that the epg powered on with a flashing low battery indicator and device shutdown during incoming functional testing. It was also noted that the output connector assembly and hanger assembly were broken. Additionally, it was noted that errors were found in the log history. The lower case was scratched and dented. Main seal was pinched. The epg was returned unrepaired due to the expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.